Event description:
Healthcare professional reported, "prosthesis waves. And folds could be seen in the external area of its surface with discrete internal displacement. And outflow of encapsulated peri prosthetic liquid". "Axillary extension without nodular lesions", "rupture", and "liquid material under tension that corresponds to breast prostheses" for the left side. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "axillary extension without nodular lesions", "rupture", and "liquid material under tension that corresponds to breast prostheses".

Event description:
Healthcare professional reported "prosthesis waves and folds could be seen in the external area of its surface with discrete internal displacement and outflow of encapsulated peri prosthetic liquid¿, "axillary extension without nodular lesions", "rupture", and "liquid material under tension that corresponds to breast prostheses" for the left side. Device has been explanted.